Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient experienced cerebral infarctions with an onset date of (B)(6) 2023. This event did not result in hospitalization or prolongation of existing hospitalization. The patient is recovering/resolving. This event was not associated with a seizure, and did not result in a decline in mrs. Adverse event (ae) did not result from device deficiency. There were multiple recent punctate infarcts involving the left frontal, parietal, and occipital lobes. Asymptomatic, insignificant, and only discovered due to post 24 hour MRI. This event did not result in congenital anomaly, death, disability, hospitalization, medical intervention and was not life threatening. The site assessed this event as not related to the study device or study procedure. The sponsor assessed this event as possibly related to the mma embolization procedure. Additional information was received that onyx was not implanted. Coils were used instead to treat an adverse event. Additional information was received reported onyx was not implanted because a coil was used before onyx could be implanted in the left middle meningeal artery to treat an iatrogenic dissection. Because the coil implanted embolized the mma in addition to treating the dissection, onyx was not implanted. Additional information was received that the clinical events committee (cec) assessed the event as serious and causally related to the mma embolization procedure. Additional information was received that a phenom plus catheter was utilized during the procedure.